Event description:
Newborn requiring IV for fluids and antibiotics. 7-8 attempts made by 4 experiences nurses. Veins would blow after initial insertion and it was expressed that the catheter felt sticky to multiple different users. Threading was very difficult due to length of device. The patient experienced additional pain as a result of this event.this facility has had multiple events with this product over the last 2 weeks. The manufacturer was contacted and provided with samples of unused product from our facility.